Manufacturer narrative:
(B)(4). The customer reported that the therapy port was not working. This was found in testing only. A philips field service engineer evaluated the device and verified the symptom. The therapy port was replaced to resolve the issue.

Event description:
The customer reported that the therapy port was not working. This was found in testing only.